Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in the decision to explant the device. The device was explanted on (B)(6) 2024 (specific date not reported). Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for a duration of 15 days (specific date not reported).

Manufacturer narrative:
Device analysis report attached.